Event description:
It was reported that the device was at end of service (eos). It was noted that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that the intervention included that the device was replaced. It was noted that the stimulator was not being utilized due to the end of battery life. It was noted that the event was related to the device or therapy and was not related to the implant procedure. It was noted that the severity was mild. Additional information received reported that the patient had increased pain. It was noted that the patient used the stimulator constantly and the battery lasted less than 2 years. It was noted that this was considered abnormal/early battery depletion. It was noted that the implantable neurostimulator (ins) was replaced with a rechargeable system. Additional information was requested, but was not available as of the date of this event.

Event description:
Additional information reported the patient was not cycling. In (B)(6) 2013, the eos was ¿ok¿ and the patient was utilizing the stimulator 41% of the time and only used approximately 600 hours since (B)(6) 2013. In (B)(6) 2014, the status was indicated as eos. The patient usage was 99% and they had used 3,048 hours from (B)(6) 2013 to (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).